Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the upper arrow button and act buttons of insulin pump was not working. Customer stated that they need to press buttons multiple times or put pressure on it before it can work. The customer stated that time was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.